Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of this incident, it was determined that the drawer did not open. A technical support specialist (tss) informed the customer to log in and log out of the device. After this action, the drawer opened normally. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not opening when the user attempted to issue medication and that the system only listed the medication without opening the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.